Event description:
While reviewing the programming history for the patient, it was noted that the patient's settings has changed due to an interrupted system diagnostics test. The physician performed a final interrogation; however, the patient left the office visit with the generator set to unintended settings. At the next office visit, the patient's generator was re-programmed to the intended settings. Change in settings was due to faulty system test which was not noticed during the final interrogation at the same office visit.